Event description:
The reporter stated that the surgeon inserted a vision icl implantable collamer lens model micl 12.6mm and the lens wouldn't unfold properly in the eye so the surgeon went to remove it and he tore a haptic. No pt injury.

Manufacturer narrative:
Evaluation method: work order search. Results: a visual inspection of the returned product shows a small piece of one plate haptic is torn off and is missing. There is clear surgical residue on the lens. The injector, foam tip plunger and cartridge were not returned for evaluation. A work order search was performed for similar complaints and no similar complaints were found.